Event description:
My daughter wore a disposable face mask to hockey practice as required by the (B)(6) governor. She described condensation formed on the eyelashes causing watery eyes and eye irritation. Unable to see the puck by her skates due to inferior field vision loss. Eyes continued to be watery and irritated driving home in the dark and almost drove off the road. Mask stuck to her face, increasing dyspnea. Made in (B)(4), sold at (B)(6). FDA safety report ID # (B)(4).